Event description:
The reason for call was caller says that the patient had heart problems and they had to shock them with cardioversion 3-4 times over the span of a month and that started something in their back so the manufacturer representative (rep) adjusted it and they adjusted it again on wednesday. The patient says it needs to "be turned up little bit further up in their back", it just bothers them when they walk or if they stand up a long time, and they can ride a bike, they rode for 3 miles this morning and it doesn't bother them at all, it just bothers them when they walk. The patient said they had a pacemaker implanted a couple months ago and says this back pain started then. The patient's relevant medical history included heart issues, pacemaker implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).